Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event as follows: it was reported that on (B)(6) 2018, during the reoperation to explant the trochanteric femoral nail-advanced (tfna) implants, after the end cap was removed, the surgeon tried to attach an extraction instrument for nails to the tfna nail but it was hard to do it. The surgeon tried to attach an extraction instrument for tfna helical blade and screw to the helical blade in question for disengaging locking mechanism and removing the blade. When the surgeon pushed the helical blade slightly, the helical blade advanced and protruded into the abdominal cavity. The surgeon tried to remove the helical blade by anterior approach but did not succeed. The nail was removed and the incision was widened at the entry point of the blade. The surgeon succeeded in removing the helical blade through the incision using a long kelly forceps. The surgery was delayed by more than thirty (30) minutes. Patient outcome was unknown. Concomitant device reported: end cap (part/lot unknown, quantity 1). Forceps (part/lot unknown, quantity 1). This report addresses the intra-operative issues. The need for the revision surgery is captured on related complaint (B)(4). This report is for a tfna blade. This is report 3 of 4 for (B)(4).